Event description:
The patient stated after the needle button to locked in, a few seconds later the needle button released on its own. The patient stated when she removed the vgo she saw she was bleeding where the needle was inserted.